Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : the device was not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator was not giving any volumes during patient use. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue - the unit was not giving any volumes. An operational verification procedure (ovp) was performed and the unit ran at various volume settings. No issues were noted and the ventilator meets factory specification.